Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report form olympus service operation repair center (sorc), omsc determined there was the possibility this phenomenon was attributed to the printed circuit board failure of the subject device. Since the subject device has been not returned to omsc, the cause of printed circuit board failure could not be identified. However it might have occurred due to the aging deterioration of the subject device passing more than 8 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. It was found the printed circuit board failure which caused no power up. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was not powered up at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.